Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed eleven clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended and the orange indicator was undertraveled. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, two clips were fed into the jaws at a time when the trigger was grasped after the device was inserted into the patient. The clips were removed. Then the trigger was grasped at the 3rd firing after the device approached the blood vessel. The 3rd clip formed teardrop-shaped. Another device was used to complete the case. There were no adverse consequences to the patient.